Event description:
While physician assistant was attempting to remove jp drain, she heard a snap and tubing broke off leaving distal end in pt. Pt taken to or for successful removal of retained portion. Jp had been placed approximately one month earlier, when pt underwent small bowel transplant. Pt did have subsequent surgeries, 5 days following placement, for abdominal closure and 12 days following placement, for irrigation and removal of clot.